Manufacturer narrative:
The rotor control box was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection it was observed and confirmed that the imaging system would not boot because the motion bar would not finish. The motion control box was installed on a good system and the collimator was unable to initialize. The motion was not ready with a error message. The firmware was written over and the motion became ready as well as the generator and communication was successfully initialized. The positioner control box was returned to the manufacturer for evaluation. After functional testing, performance testing and a visual/physical examination the reported issue could not be confirmed. The position control box was installed on a good system and it booted and resided as normal. The motion calibration passed and all motion was functional. A 2d and 3d image was performed and there were no problems found. The enclosure motion kit was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue could not be confirmed. The returned part was installed on a known good system and the system started as usual. Charging, motion, communication and x-ray ready. No problems were found. The gantry control box was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could be confirmed. The control box was installed on a known good system and it would not complete the boot up process. Motion would not fully boot. Electrical failure was found. The power conversion kit was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination, usability inspection and examination of similar products the reported issue could not be confirmed. The returned part was installed on a known good system and passed all tests. Motion, x-ray and communication readied. 2d, 3d, image retrieval and charging was successful. No problems were found. The switch port was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The ethernet switch passed all the tests. Internet was accessible in all ports when it was connected to a computer and an internet source. No faults were found and the visual inspection passed. The computer was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination, and usability inspection the reported issue could not be confirmed. The image acquisition system (ias) computer was installed on a known good system. The system readied. X-ray, motion and communication with the mobile view station (mvs) was successful. Invalidate home passed. 2d and 3d imaging were successful. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal fusion procedure. It was reported that the system would not boot because motion bar won¿t finish scrolling. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The rotor and gantry motion controller were replaced, but the next day the issue reoccurred. During a second visit the 3d scan began after a short time. Then gantry movement stopped, and the motion bar on pendant showed ¿disconnect¿. The only possibility was a restart from the image acquisition system (ias). After the restart the ias needed a motion calibration. The positioner motion controller was replaced and firmware was reloaded. This did not resolve the issues, and after a review of the error log it was decided to replace the ias computer. This replacement did not resolve the issue, so the power enclosure board, motion control, and control board were replaced. This resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used during a spinal fusion procedure. It was reported that the system would not boot because motion bar won¿t finish scrolling. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.